Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer also stated that the numbers on the screen were scrolling on their own when trying to deliver a bolus. Blood glucose value is 172 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had an intermittent button response due to moisture damage to keypad traces. Insulin pump had a cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and stained address and serial number label.